Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-05346. It was reported that an asymptomatic patient's existing right ventricular - rv lead failed to disconnect from their pacemaker during an elective replacement change. The physician attempted to use multiple wrench kits to no avail. The physician then decided to cut and cap the rv lead and implant a completely new rv lead on (B)(6) 2020. Patient condition was stable after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 1 4.8 cm length segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.